Event description:
The interventional radiologist reported to the sales rep that during his research involving approximately 30 patients who received palmaz stents in the renal artery during routine procedures, he noticed stent fractures in some of the patients. There were some patients who came back with stent fractures. The medical director for cordis complaint handling and safety surveillance contacted the implanting physician on friday january 11, 2008 regarding verbal comments about the palmaz stents and stent fractures. During this conversation, it came to light that the physician had performed a one-center study for the treatment of renal artery in-stent restenosis. The study involved 254 patients over a seven-year period who underwent renal artery stent placement for the treatment of artherosclerotic renal artery stenosis. Palmaz stents were used exclusively throughout this study. During the investigation phase, it was noted that a number of palmaz stents had fractured. This occurred more often on the right side than the left side and the physician felt this was occurring at the omega hinge site. The results of this study are available on the sir website titled "treatment of renal artery in-stent restenosis: seven year single center experience". A 10th fracture was reported on march 11, 2008, which is represented in this report, as well as information that the stent restenosed.

Manufacturer narrative:
Ten patients of unknown age and gender experienced in-stent restenosis and stent fracture approximately 3-13 months post implantation of a palmaz blue or a palmaz genesis stent. An interventional radiologist performed a one-center study for the treatment of renal artery in-stent restenosis (isr). The results of the study are available on the sir 2008 33rd annual scientific meeting website. The name of the abstract is "treatment of renal artery in-stent restenosis: seven-year single center experience." The study involved 254 pts over a seven year period who underwent renal artery stent placement for the treatment of ostial atherosclerotic stenosis. Patients experienced isr approximately 3 to 13 months post index procedure. It is not known how many of these patients received a cordis product. The physician reported that 10 of these patients had stent fractures. Of the 10 fractures, 2 were palmaz blue and 8 were palmaz genesis. Several attempts have been made to collect additional information about the patient's demographics and medical history, index procedural details, vessel characteristics and extent of each fracture as well as isr diameter stenosis percentages without success. It is reported that all lesions were ostial, all fractures were at the proximal end of the stent, 3 patients were identified to have high angulation in the stented region and 2 patients had a previous aaa repair with aortic covered stents. The physician commented that the stent fractures occurred more often on the right side that the left side. He also felt that it was occurring at the omega hinge site. The abstract reports that the restenotic lesions were treated with balloon angioplasty or new stent placement with satisfactory results. The residual diameter stenosis measured less than 10%. The products remain implanted in the patients and are not available for evaluation. A device history record review could not be performed as no sterile lot numbers were made available. Percutaneous renal artery stenting has become the treatment of choice for ostial artherosclerotic renal artery stenosis. In-stent restenosis (isr) still remains a persistent problem because artherosclerotic stenosis is a progressive disease. The incidence of isr after renal artery stenting has been reported in literature to be 12 to 21% and as high as 44% in one series. Additional research is needed to evaluate the best treatment methods for this occurrence. Although there is no standard treatment method, stenting shows a reduction of the restenosis rate compared to conventional angioplasty. Published literature points out that there seems to be a significant relation between stent diameter and length and restenosis. This relation confirms the importance of correct stent selection in increasing long-term patency. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. Although rarely reported, stents in renal arteries are not immune to fracture. Current literature suggests that the mobility of the kidney can lead to renal artery stent fracture and accelerated in-stent restenosis. For this reason, drug-eluting stents are believed to be a potential treatment for renal artery in-stent restenosis. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and high rate of stenosis. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. However, there are possible vessel characteristics, such as high degree of angulation, a well as progression of atherosclerotic renal artery disease that may have contributed to these events. In addition, there are biomechanical forces that can possibly lead to strut fatigue and fracture of the stents. Inspections are in place to prevent damage products from leaving the facility and although a DHR review could not be conducted without a lot number, there is no indication of the information at hand that these events were design or manufacturing related.